Event description:
Patient reported that a surestep meter to lab comparison done 20 min apart was 129 mg/dl (ss) and 197 mg/dl (lab), respectively (35% difference). No symptoms were reported. Reviewed quality control procedures with a focus on control testing. The meter was replaced. There was no allegation of harm.